Manufacturer narrative:
Patient's date of birth not provided/unknown, patient's weight not provided/unknown, device brand name unknown, device product code unknown, device catalog and lot number not provided/unknown. Concomitant: zimmer implant device catalog number not provided/ unknown. Device not returned to manufacturer.

Event description:
It was reported that an unknown screw fractured inside of an unknown zimmer implant. The implant had to be removed. Tooth location 14.

Manufacturer narrative:
One unknown tapered screw vent implant was returned for inspection a visual inspection revealed that the internal drive feature contained the fractured screw piece. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instructions for use for zimmer dental implant systems 4894i rev 3-07/09 information identified: seating of prosthetic components internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. A singular cause for the complaint could not be determined.